Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery for bone fracture with the 1.5mm lcp adaption plate 12 hole. During the surgery, the surgeon could not attach a drill sleeve to the plate. The two devices became detached easily. The surgery was completed successfully although it was not reported how the surgery was finished. The surgery was delayed by less than thirty (30) minutes. The patient was reported as stable. Concomitant devices reported: guides/sleeves/aiming: sleeve (part number unknown, lot unknown, quantity 1). This report involves one (1) 1.5mm lcp adaption plate 12 hole. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: device interaction/ functional. Visual inspection: the returned device was found in a used condition. All conical threads show sglichtly damages at their surface. The plate was cut off after the 4th hole, for length adaptation. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional test: because the relevant mating part was not received for investigation, a corresponding demo device was used for the function check at customer quality zuchwil. The demo device could be screwed/ unscrewed without any deficiency. Functional assessment was performed but the complaint condition cannot be reproduced. Summary: the available data does not support the complainant¿s description of the complaint condition, and there is no evidence to support the allegation made in the complaint. However, the complaint condition is confirmed due to the damages found on the device. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and missing mating device. Based on the functional check outcome the platel is functional as per design intended. No final statement about the cause of this issue can be made since not all involved part could be investigated. Finally, we conclude, that for the returned plate, the cause of failure is not due to any manufacturing non-conformance's. The complaint condition for the plate could not be reproduced during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot mar 28, 2020 a DHR review was not performed for this pi. April 22, 2020 by alexander kirk part number: 02.114.005, lot number: h824206, part manufacturing date: february 01, 2019, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h824206 of 1.5 mm lcp adaption plates was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot h709115 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h636352 met all specifications with no issues documented that would contribute to this complaint condition. Part number: 02.114.005, lot number: h824206, part manufacturing date: february 01, 2019, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h824206 of 1.5 mm lcp adaption plates was processed through the normal manufacturing and inspection operations with no rework or non conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot h709115 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h636352 met all specifications with no issues documented that would contribute to this complaint condition. Correct group. Device history review: a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.,a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.